Manufacturer narrative:
Block a2: the patient's year of birth is 1965. Block a4: the patient's weight is 129.3 kg. Block h6: imdrf patient code e1009 captures the reportable event of dysphagia. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered otw stent was implanted in the esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department (ed) with dysphagia. The stent was checked, and a complete proximal stent migration was noted. Additionally, stent occlusion occurred due to food impaction. Subsequently, the stent was removed using a rat-tooth forceps and another stent was placed to complete the procedure.

Manufacturer narrative:
Block b5 has been updated with additional information received on july 23, 2024. Block a2: the patient's year of birth is 1965. Block a4: the patient's weight is 129.3 kg. Block h6: imdrf patient code e1009 captures the reportable event of dysphagia. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered otw stent was implanted in the esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6), 2024. On (B)(6) 2024, the patient presented to the emergency department (ed) with dysphagia. The stent was checked, and a complete proximal stent migration was noted. Additionally, stent occlusion occurred due to food impaction. Subsequently, the stent was removed using a rat-tooth forceps and another stent was placed to complete the procedure. Additional information received on july 23, 2024. The stent was replaced with a wallflex esophageal stent.